Event description:
It was reported that the patient experienced low overnight blood glucose after the pump overcorrected a prior high attributed to a bent infusion set cannula. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included review of device data and user report, with troubleshooting and education provided. Investigation of this case revealed an overdelivery response to a hyperglycemic event caused by an infusion set issue, consistent with an infusion component problem that led to erroneous correction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.